Manufacturer narrative:
E1: patient city:(B)(6) patient country: mexico. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026 at lower back insertion site and infusion set was used for few hours.